Event description:
It was reported that the device had an electrical reset. No changes were made in parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for critical ram parity error, addr 1b52, data ce, occurred on (B)(6) 2011 09:41:39. One patient alert for device circuit error occurred on (B)(6) 2011 09:41:39. The diagnostic information is consistent with the reported event.